Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during cataract removal and intraocular lens (iol) implant procedure, the surgeon noticed that the iol did not fold correctly and became stuck during insertion and implantation. The lens could not be implanted. The operation was completed with a new lens. The lens was not in contact with the patient. Additional information has been requested and received stating the procedure completed on same day with no patient impact.